Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have the wires for the bottom speaker broken off at the speaker solder points, resulting in no tones emitted from the bottom speaker. In addition, the front speaker is slightly loose in the front cover, resulting in tone distortion caused by vibrating when tone is emitted. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the unit has disconnected speaker cables. No consequences or impact to patient were reported.